Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. During evaluation of the pump, a hole was identified in the catheter that allowed fluid to leak; therefore, the complaint allegation is confirmed. The location of the hole is close to the pump and is through both the silicone strain relief sleeve and the catheter. It is possible that this failure was due to surgical error where the surgeon punctured the catheter during the suturing process, resulting in the leak. No manufacturing defect was observed.

Event description:
A physician reported to intera oncology that nuclear medicine had an issue during the haps procedure. The physician and the radiologist confirmed that the needle was in right depth and position but upon injecting tc99, the tracer lit up around the pump. They made a second attempt, confirmed needle placement but still got the same result. A pump angiogram was done to confirm a leak in the catheter. The patient was brought into the or and the pump pocket was opened. The physician injected the pump with methylene blue and observed the dye spraying from the catheter located 3 cm away from the pump. The pump was explanted and replaced with pump serial number (B)(6).

Event description:
A physician reported to intera oncology that nuclear medicine had an issue during the haps procedure. The physician and the radiologist confirmed that the needle was in right depth and position but upon injecting tc99, the tracer lit up around the pump. They made a second attempt, confirmed needle placement but still got the same result. A pump angiogram was done to confirm a leak in the catheter. The patient was brought into the or and the pump pocket was opened. The physician injected the pump with methylene blue and observed the dye spraying from the catheter located 3 cm away from the pump. The pump was explanted and replaced with pump serial number (B)(6).

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On february 6, 2026, intera oncology shipped a return kit to the clinic to retrieve the device for examination. To date, the pump has not been returned. Therefore, once we receive the pump and it's evaluated, a supplemental report will be submitted.